Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a scheduled pulse generator change procedure. During the procedure, it was discovered that the right ventricular lead exhibited externalized conductors. The lead was successfully explanted and replaced. The patient was in stable condition during and post procedure.